Manufacturer narrative:
For information regarding the heart transplant, please reference MFR# 0002916596-2014-0162. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient has a chronic driveline infection. On (B)(6) 2013 he was admitted for incision and drainage of the driveline and was discharged with a wound vac. The patient was readmitted on (B)(6) 2014 with a septic episode due to the chronic (B)(6) wound infection. He had been receiving bactrim at home. His wbc on readmission was >40,000. He ws started on unasyn IV and quickly improved. A wound vac was placed. Blood cultures were negative. Once his inr was normalized he was discharged with augmentin po therapy. No additional information was available. The patient subsequently received a heart transplant on (B)(6) 201.